Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the temples with 1 syringe per side of juvéderm voluma® xc, and in the jawline with 2 syringes of juvéderm volux¿ xc, three injection points each side of jaw with needle to periosteum 0.1cc to ramus 0.1cc and 0.2cc near gonial angle. About one week post injections, the patient experienced pain and swelling but only in mandibular area of jaw angle injections. Started on ibuprofen and ice packs. The patient went to urgent care to receive medrol dose pack and augmentin. The swelling improved but the jaw is still sore. Patient came to office and nodules palpable, on both sides of jaw, worse on left side. Issued doxycycline and baclofen. Symptoms status is unknown.